Event description:
Philips received a complaint by the customer on the v60 indicating that they had failed the electrical safety test. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that they had failed the electrical safety test. The customer requested the part ID for the power cord. The rse provided the customer with the part ID for the power cord. The issue was later resolved by tightening the power supply screws. The customer tightened the power supply screws to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.